Event description:
It was reported the high flow insufflation unit exhibited a failure of the printed circuit board and pressure valve threads deformed causing loose air leakage. The issue occurred during preparation for use for an unknown procedure that was completed without delay using a similar device. There were no reports of patient harm. No patient was under anesthesia. No more information is available.

Manufacturer narrative:
Complete address: northwest corner of the intersection of four-port linkage avenue and zheng gang si road, airport district. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that due to deformation of the junction of the k-connector unit, looseness occurred on the connection with the hose, and gas leaked. Olympus will continue to monitor field performance for this device.